Event description:
The physician placed the sheath into a very scarred groin. Upon removal of the sheath, the sheath came apart. As they were retrieving the sheath (pulling it out) it appears it came apart inside the pt - looks stretched out. The problem appears to be th pt's anatomy. It is believed the sheath unraveled due to the groin being so scarred. No ill effects were experienced by the pt due to this event.